Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain/ pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. C51069) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 2009. Previously administered products included for an unreported indication: fioricet. Concurrent conditions included yeast infection. Concomitant products included butalbital;caffeine;paracetamol (fioricet). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and ablation on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage and dyspareunia was resolving and the menorrhagia, abdominal pain, vulvovaginal pain and dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2019: pfs received : outcome of events, "bleeding, pain, dyspareunia, cramping" were changed to "recovering/resolving". Reporter information was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain/ pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. C51069) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine in 2009. Previously administered products included for an unreported indication: fioricet in 2009. Concurrent conditions included yeast infection. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (robotic assisted total "laparoscopic" hysterectomy) and surgery (ablation on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vulvovaginal pain, vaginal haemorrhage, dyspareunia and dysmenorrhoea had not resolved and the genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. C51069) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine in 2009. Previously administered products included for an unreported indication: fioricet in 2009. Concurrent conditions included yeast infection. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (robotic assisted total laproscopic hysterectomy) and surgery (ablation on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vulvovaginal pain, vaginal haemorrhage, dyspareunia and dysmenorrhoea had not resolved and the genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and medical record received:the event dyspareunia, abnormal vaginal bleeding, menorrhagia, dysmenorrhea added.concurrent condition, lab data, events outcome, lot number, reporters added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.